Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine had a low temperature reading during heat disinfection. The heater element was replaced, and it was discovered that the t5 transistor (located on the power logic board) was cracked and burnt. It was also reported that a burning smell was noted. The entire power logic board was replaced next, followed by the triac. However, the machine still would not heat. The biomed replaced the power control board next and this resolved the issue. No smoke, melting, or arcing was noted, and there were no reports of sparks or flames. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The biomed stated there were approximately 8,500 hours on the machine at the time of the event. After the repair was completed, the biomed sated the machine was returned to service. The replaced parts were not available to be returned for evaluation as they were reportedly discarded. Photographs were also not available. There was no patient involvement associated with the reported event.